Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high impedance and sensing anomaly. It was noted that the lead had dislodged. The lead was explanted and replaced. The patient was in good condition after the procedure.